Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.

Event description:
It was reported that the patient was not getting adequate pain relief despite reprogramming attempts. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.